Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the replacement devices resolved the issue of not being able to charge the implant and return of symptoms for a short time.

Manufacturer narrative:
H3. Analysis of the recharger (s/n: (B)(6)) found the connector pin was bent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(4) ubd: , UDI#: (B)(4) ; product ID: 37651, serial/lot #: (B)(4) ubd: , UDI#: (B)(4). Analysis of the recharger ((B)(4)) found board failure and recharger was not charging. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both of their rechargers stopped working on thursday. The patient explained that neither of their recharger would power on. Because they weren't able to charge their either of their implants, the patient mentioned that their symptoms are starting to come back. On saturday, the patient mentioned that one of their rechargers was showing 'medtronic' on the screen, but then it wouldn't power on after that. The patient tried plugging the desktop chargers into multiple outlets, but the issue persisted. The patient confirmed that both desktop chargers are in good condition and noted that they can see the green light on each ac power supply. Yesterday, the patient stated that they used their patient programmer to check each ins and noted that programmer indicated that both implants were turned on and each implant battery level was ok. During the call, one of the rechargers was showing the 'reposition antenna' screen, but it continued to show this screen even after the patient positioned the antenna over their implant and pressed the green 'start charge' button. The patient confirmed that they were able tocharge both of their implants last wednesday. The patient pressed the 'x' button and eventually saw the status row (audio symbol, recharger battery was depleted) but the "plug" icon did not appear even though the desktop charger was securely connected to the recharger. The patient used their patient programmer to sync with each implant and noted that the implant on their left side was showing that the ins was turned on and the ins battery level was ok, and the implant on their right side was showing the informational 'low' ins battery screen. The patient mentioned that they were having difficulties syncing the programmer with the implant on their right side, but they were able to sync successfully after turning the programmer off after checking the ins on their left side before turning it back on to check the ins on their right side.the patient called back after they received 2 recharger replacements and reported they were able to charge both of their ins batteries, noting that their symptoms dissipated. However, the patient stated that their symptoms started creeping up again. The patient said their patient programmer indicated that each ins was turned on and the battery level was ok, so they made an appointment with their psychiatrist and met with them two saturdays ago. The patient said the psychiatrist checked the ins batteries and told the patient that the ins on their left side was charged to 100%, but the ins on their right side was only charged to 30%. The patient said their psychiatrist didn't understand why the ins on the right side was only charged to 30% and said they would be calling the rep, but never did. They were redirected to their physician.